Event description:
According to the customer, the left front wheel bent and cracked. It appeared to be the axel that broke stated it is below the metal part holding the wheel in. There was no further information.

Manufacturer narrative:
According to the customer, the left front wheel bent and cracked. It appeared to be the axel that broke stated it is below the metal part holding the wheel in. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.